Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted into the bile duct to treat a hilar bile duct cancer during a biliary drainage procedure performed on (B)(6) 2026. During the procedure, the device was inserted into the bile duct. The inner sheath was pulled and placement was attempted. The proximal hub was pulled, but the inner sheath separated and remained inside the stent within the patient. An attempt was made to retrieve the inner sheath using grasping forceps; however, during this maneuver, the stent dislodged. Both the stent and the inner sheath were subsequently removed together. The procedure was completed using another of the same device. There was no patient complications reported as result of the procedure.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the event of the additional tool required (forceps) to retrieve the broken device fragment.